Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ping meter had displayed an inaccurate high, an issue with testing in settings mode and stated that the meter would power off during use. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when cca reviewed the call. The patient stated that the alleged product issue began on (B)(6) 2016 at 12:30pm. She reportedly obtained a result of 400mg/dl on the subject meter compared to 147mg/dl on an (ultramini) meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not meet lfs' criteria for accuracy. The patient manages her diabetes with insulin pump therapy and denied making any change to her usual diabetes management routine as a result of the alleged product issue. She claimed that approximately 4 hours after these alleged issues began she developed the symptoms of "headache and rapid heartbeat". The patient denied that she received any treatment. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used. The subject meter was set to the correct unit of measure, the sample was taken from an approved site and the correct testing steps were used. The test strips were stored correctly and not expired. The test strip vial was neither cracked nor broken. The patient did not have control solution to complete a test , the meter was using alkaline batteries and did not need replaced. There was no misuse of the product and after the patient was educated on the auto shut off the issue remained unresolved resolved. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.